Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. (Expiration date: 06/2023).

Event description:
It was reported that during an ultrasound guided breast biopsy through fatty density tissue, the needle was allegedly bent. It was further reported the device was allegedly difficult to remove from the patient. The procedure was completed by using another device. There was no reported patient injury.

Event description:
It was reported that during an ultrasound guided breast biopsy through fatty density tissue, the needle was allegedly bent. It was further reported the device was allegedly difficult to remove from the patient. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: two electronic photos were provided for review. One photo shows the label information which was verified with tw. Another photo shows the needle of the device where the cutting portion of the needle was noted to bent upwards. Based on the photo review, the reported failure needle bent can be confirmed. However, based on the photo review , the reported difficult to remove is cannot be confirmed. Therefore, the investigation for the reported needle bent is confirmed as there were proper evident provided. However, the investigation for the reported difficult to remove is kept as inconclusive as there were no proper evident provided. One encor biopsy probe, removable probe cover and partial vacuum assembly were returned for evaluation. On visual evaluation, the probe appeared to have residue throughout and the aperture was received in a closed condition. And it was further noted that the cutter was bent outside the aperture. Due to the condition of the device and nature of the complaint functional testing was not performed. Therefore, the investigation for the reported needle bent is confirmed as the bent was noted during visual evaluation. However, the investigation for the reported difficult to remove is kept as inconclusive as the functional testing was not performed. A definitive root cause for the alleged needle bent and difficult to remove could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 06/2023), g3, h2. H11: h6(method). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an ultrasound guided breast biopsy through fatty density tissue, the needle was allegedly bent. It was further reported the device was allegedly difficult to remove from the patient. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. Two electronic photos were review. One photo shows the label information which was verified with tw. Another photo shows the needle of the device where the cutting portion of the needle was noted to bent upwards. Based on the photo review, the reported failure needle bent can be confirmed. However, based on the photo review , the reported difficult to remove is cannot be confirmed. Therefore, the investigation for the reported needle bent is confirmed as there were proper evident provided. However, the investigation for the reported difficult to remove is kept as inconclusive as there were no proper evident provided. A definitive root cause for the alleged needle bent and difficult to remove could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 06/2023), g3, h6(method). H11: h6(result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.